Manufacturer narrative:
Pending mfg investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
The customer reported that during use; the tube separated. There was no injury to the pt or staff.